Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The 12 inch lcd with led backlight was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction during pre-use checkout resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no display failure. No reportable malfunction occurred. H3 other text: additional information was received that there was no display failure. No reportable malfunction occurred.